Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion. Initial engineering calculations, based on the device programming history, indicate that this device does not meet longevity expectations. The device has been dispositioned for detailed analysis of the premature battery depletion.